Event description:
The customer reported having low blood sugar. The paramedics were called out and while they arrived, the customer was coherent and able to disconnect from the pump and tested his bgs again. Reviewdd the status screen and found that the last bolus was four hours before the call and it was 11.8u. The customer stated that the basal history is accurate.